Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The manufacturer representative reported that the patient stated that his implantable pulse generator (ipg) discharges too quickly, especially if he takes a flight. The patient was charging too often. Before, the patient was charging every 2-3 weeks, letting the battery deplete to 25%. However, the patient experienced two situations when the battery completely depleted. The patient had not recently been reprogrammed or switched to a new group. But, it was indicated that activities/emi was related to the event, and that security gates/theft detectors could be related to the issue. The patient felt that something on the plane discharges the battery. The patient stated that he charged his ipg at the end of (B)(6), then hardly used it. The patient also reported he had charged on (B)(6). Then, on (B)(6) 2015, the patient took a flight from (B)(6) and decided that we wanted to use it while he was out of town on or around (B)(6) 2015. On (B)(6), the patient checked on the device and noticed the battery was depleted and that it needed to be charged. The patient did not expect to need the device, and had a family member ship him the charger. The patient charged the ipg fully and was able to use the device. The patient flew home from (B)(6) 2015. When flying home, the patient noticed that the stimulator turned off and the they did not state that the device had reached discharge in this instance. Once he was home, he decided to use his stimulator again and, once again, it needed to be charged after hardly using it. The manufacturer representative explained that the battery would need to be charged occasionally, even if the device was set to "off" because of the memory and diary function. However, the patient continues to feel that it has something to do with the plane or airline. On (B)(6) 2015, the therapy and impedance were checked. The value for the therapy impedance check was 1042 ohms. The recharge interval at the beginning of life (bol) was 47.81 days and the therapy impedance was greater than 300 ohms. The recharge statistics from the clinician programmer were obtained, and the charging statistics indicated normal and compliant recharging. However, technical services determined that the charging statistics from the implantable neurostimulator recharger (insr) would not have provided any useful additional information to troubleshoot the scenario as they would not go back far enough; the charging diary was reviewed, but since the diary only holds 6 charging sessions and the patient charges sometimes short intervals sometimes twice on the same day, the period of time in question could not be accessed. The past six recharging sessions included the following (date, hours recharging, percent at end of session): (B)(6), 1.4, 100%; (B)(6) 0.2, 75%; (B)(6), 0.9, 100%; (B)(6), 0.9, 75%; (B)(6), 0.9, 75%; and (B)(6), 1.1, 75%. No patient symptoms were reported, and the patient's condition includes failed back surgery syndrome and spinal pain. Follow-up information received (B)(4) 2015 indicated that it was unknown if there truly was an issue since the diary could not be accessed for that time period reported, the discharge had not happened again, and no additional information regarding the cause had been obtained. The cause of the discharge was unable to be determined and it has not happened again.